Event description:
It was reported that, after first case with navio 7, the physician went back to the planning screen to note how many more mm it takes to cause a notch warning on femur component. Once number was taken, the physician reset component to original plan to proceed with femur cut screen. When pressed purple tibia button, bottom left, the system went blank and a grayish screen appeared. The warning ¿the system has detected that the navio app unexpectedly exited. Please contact robotics customer support with #¿ message was displayed on case information screen. The patient was not involved at this time.

Manufacturer narrative:
H10: the navio surgical system logs, intended for use in treatment, were not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if there was a software failure that caused it to crash. If the system logs associated with this event is returned at a future date, this evaluation will be reopened for investigation.